Event description:
Customer reported that he was hospitalized on (B)(6) 2014 for diabetic ketoacidosis and a high blood glucose of 900 mg/dl. The customer states his symptom of high blood glucose was gastrointestinal infection. The customer reports wearing his insulin pump at the time of hospitalization. At the time of the report, the customer's blood glucose was measured at 130 mg/dl. The customer also stated his insulin pump is squirting out insulin during the manual prime process and receiving a prime/no delivery alarm. The insulin pump received a no delivery alarm and was stuck in a rewind loop and the customer could therefore not complete troubleshooting. The customer has a back-up plan and has treated himself for high blood glucose. No further information was provided.